Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Additional information: b5 - it was later reported that the lens was exchanged with a shorter length lens and this resolved the problem ,"patient is great". Cause of the event was reported as "other" and noted "sizing." Corrected data: type of investigation: disregard previous 4110 - lens work order search was for lens not applicable for claim. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8/+1/084 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. The cause of the event was reported as other and noted "sizing". Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.50/1.0/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od). High vault was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.